Event description:
A caller reported that the pump button was not working when attempting to fill the tubing. There was no adverse impact to the customer's blood glucose level. The customer managed to resolve the issue by waiting for a prompt on the mobile application, after which they were able to successfully process the fill tubing.